Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone (e1): (B)(6). Facility and address: (B)(6). A6 (race) other - japanese.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system on (B)(6) 2024 and (B)(6) 2024 to the upper abdomen using the curve 150 (c150), lower abdomen using curve 150 (c150) and curve 240 (c240), and to the back area (infrasacuplar area) using curve 120 (c120). Paradoxical hyperplasia (ph) was indicated by provider to the treatment areas.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone (e1): (B)(4). Facility and address: (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite treatment on (B)(6) 2024 to the upper abdomen and lower abdomen, and 0n (B)(6) 2024 to the back area (infrasacuplar area). Paradoxical hyperplasia (ph) was indicated by provider to the treatment areas.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone (e1): (B)(6). Facility and address: (B)(6). A6 (race) other - japanese.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting elite system on (B)(6) 2024 to the upper abdomen and lower abdomen, and on (B)(6) 2024 to the back area (infrascapular area). Paradoxical hyperplasia (ph) was indicated by provider to the treatment areas (low abdomen, upper abdomen, flanks, and bra fat/back fat (infrascapular area).